Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Physician attempted to use an everflex entrust self-expanding stent during treatment of the patients proximal peroneal artery. There were no abnormalities reported in relation to anatomy. There was no damage noted to packaging (i.e. Shelf carton, hoop/tray). There were no issues noted when removing the device from the hoop/tray. The IFU (instruction for use) was followed during preparation, procedure, post-procedure without issue. Embolic protection was not used. The device was not passed through a previously deployed stent. No resistance was encountered when advancing the device. Tip detachment during use in the patient was reported. It was reported a portion of the plastic on the distal end of the stent deployment system broke off and intervention was required. The stent was deployed in the target lesion. The catheter handle was not deliberately cracked to aid stent deployment. The tip was left in the patient. Procedure was aborted.